Manufacturer narrative:
Batch review performed on 06-feb-2025: lot 2421391: (B)(4) items manufactured and released on 07-aug-2024. Expiration date: 24-jul-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved and revised: liner: mpact 01.32.3652hct flat pe hc liner ø36/g (k103721) lot 2402623: (B)(4) items manufactured and released on 12-mar-2024. Expiration date: 22-feb-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 2 months after primary, the patient came in reporting pain due to joint luxation. The surgeon revised successfully the head and liner.